Event description:
It was reported that there was a hole in the pneumatic hose of the drill. The hole was discovered during a procedure. A back-up unit was used to complete the procedure. There was no delay in the case. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.